Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013, to reposition the receiver/stimulator package. The implanted device remains.